Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Evaluation result code for catheter was updated. Evaluation conclusion code for catheter no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. No additional diagnostics or troubleshooting was done, apart from the one performed on the table on the date of the reported operation, the patency of the affected section of catheter was checked. It was clarified that "not getting good therapy" was "thought spasms were getting worse hence the revision. They were planning on a potential full system revision." The pump was not suspected of an issue. There were adhesions in the intrathecal space making therapy and revisions difficult which is why a full system revision wasn't planned. The indication for use was spasticity.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient in the united kingdom receiving intrathecal compounded baclofen (concentration 2000mcg/ml; dose 450mcg/day; lot unknown) via an implantable infusion pump. It was reported the catheter was recently revised and now there was a pump problem; the pump had fluid around the pocket. Because of this they did not want to do a refill due to the risk of infection although it was not believed to be infected. The pump had 0.1ml of fluid in it and will soon run out. On minimum rate this will give the patient about 10 days. The pump was implanted approximately eight months ago. Additional information received on 2016-jun-09 reported that the catheter was sent for analysis as the pump segment had a fracture (as previously reported). The fluid developed in the pocket following the revision

Manufacturer narrative:
Evaluation conclusion code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: concomitant medical products: product ID: 8780, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient in the (B)(6) receiving intrathecal compounded baclofen (concentration 2000mcg/ml; dose 450mcg/day; lot unknown) via an implantable infusion pump. The patient was not receiving good therapy beginning an unknown date. A pump revision was planned for (B)(6) 2016. Upon opening the pump pocket, it was found that the pump segment of the catheter had a tear/shear near the pump connector/hub. The segment was tested on the table and appeared to be patent; however, fluid was sent off for testing. The removed pump segment did not appear to have a hole when saline was pushed through. The pump segment of the catheter was revised/replaced and the segment was to be returned to the manufacturer for analysis. The patient was placed on a lower dose following the revision. No environmental/external/patient factors led to the event and the tear possibly occurred at the previous revision or during catheter access port (cap) investigation. It was unknown if the issue was resolved at the time of the report. Patient status at the time of the report was alive with no injury.

Manufacturer narrative:
Analysis confirmed that the proximal segment of the catheter had an area of damage to the transitional tubing. Evaluation result code no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.